Event description:
As reported via the (B) (4) study, a patient experienced a vessel dissection during the index procedure. The indication for the procedure was stable angina pectoris, a positive functional study for ischemia, and a positive heart catheterization with blockage. Two vessels were treated during the procedure. The first diagonal lesion was 10mm in length, with 80% stenosis. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 12mm balloon at 8atm and a 2.5 x 13mm cypher rx was implanted at 12atm. The stent was not post-dilated. Residual stenosis was 0%. The proximal left anterior descending (lad) lesion was 20mm in length, with 70% stenosis. The reference vessel was 2.75mm in diameter. The lesion was pre-dilated with a 15mm non-cordis balloon at 8atm, and a 2.5 x 23mm cypher rx was implanted at 11atm with no post-dilation. A grade a vessel dissection occurred and was treated with the implantation of a 2.5 x 8mm cypher rx stent at 12atm the stent was placed proximal to the initial lad stent, with overlap. There was 0% residual stenosis. The patient was discharged the following day.

Manufacturer narrative:
Pre-procedure medications included a statin, a beta-blocker and an anti-hypertensive medication. Intra-procedure medications included clopidogrel 300mg.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received 4/29/2010: the diagonal was dilated with a 2.5 balloon, and a 2.5x13 cypher drug-eluting stent was deployed at its origin with excellent result. The lad was then dilated from just beyond the origin of the diagonal to well within the mid lad across a small second diagonal. A 2.5x23 cypher drug-eluting stent was then deployed. However, just at the origin of the diagonal and just before the stent, there appeared to be a small area of dissection and a small luminal compromise; therefore this was stented with a 2.5x8 cypher drug-eluting stent. This was stented across the origin of the diagonal, but there appeared to be no compromise of the diagonal. According to the investigator, the dissection was an edge-dissection from the lad stent. There was slightly sluggish flow in the origin of d2 due to the lad cypher that was not treated. Complaint conclusion: information received from the (B)(4) study indicated that a patient experienced a dissection and hypo-perfusion of a small side branch during a coronary artery stenting procedure. The patient's medical history is significant for angina pectoris, hyperlipidemia, hypertension, past smoking, allergies to peanuts, penicillin and sulfadiazine, hypothyroidism, muscle spasms, back surgery, left wrist surgery, right foot foreign body, (B)(6) from a bug bite, and cervical cancer. The indication for the procedure was a positive functional study for ischemia. The diagonal branch (dx) and the left anterior descending artery (lad) were identified as needing intervention. The dx was 10mm in length and 80% stenosed. The lesion in the dx was pre-dilated followed by the deployment of a 2.5mm x 13mm cypher stent. The lad was reported as 70% stenosed. The lad was then pre-dilated just beyond the origin of the dx to well within the mid lad across a small second dx. A 2.5mm x 23mm cypher stent was deployed in the lesion. However, just at the origin of the dx and just before the stent in the lad there appeared to be a small dissection and a small luminal compromise; therefore this was stented with a 2.5mm x 8mm cypher stent overlapping the lad stent. The stent was implanted across the origin of the dx but there appeared to be no compromise to the dx. According to the physician's dictation, the final result appeared to be excellent. There was some slightly sluggish flow in the origin of the 2nd dx. The 2nd dx was not treated for the sluggish flow. According to the investigator, the dissection was an edge-dissection from the lad stent. There was no report of patient injury and the patient was discharged the following day. The product was implanted and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Coronary artery dissection and hypo-perfusion are known potential adverse events associated with implanting coronary artery stents. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that the reported events are an inherent risk associated with performing coronary artery interventions.